Event description:
It was reported that the outcome was not device or therapy related.

Manufacturer narrative:
This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. An autopsy was not conducted, and the device was not explanted for evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2017 due to multiple system organ failure and a head bleed.